Event description:
The facility reported a pump with failure code 810:04. This problem was identified during patient use during infusion and therefore the infusion was stopped. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 810:04 which stopped the device from infusing on channel a during patient use was confirmed in the pump's event history file during product evaluation. Inspection of the device could not duplicate this failure code and therefore no corrections related tot his failure code could be performed on the device.